Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), fatigue ("severe fatigue"), headache ("headaches"), nausea ("nausea"), dizziness ("dizziness"), anxiety ("anxiety"), inflammation ("inflammation"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), depression ("depression"), food allergy ("food sensitivity"), sensitive skin ("skin sensitivity"), pruritus ("itching"), tooth disorder ("dental issue"), insomnia ("insomnia"), abdominal pain ("abdominal pain") and urinary tract infection ("uti") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal issue"). The patient was treated with surgery (surgery to remove essure, oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dizziness, fatigue, feeling abnormal, food allergy, headache, hormone level abnormal, inflammation, insomnia, nausea, pruritus, sensitive skin, tooth disorder, urinary tract infection and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), headache ("headaches"), nausea ("nausea"), dizziness ("dizziness"), anxiety ("anxiety"), inflammation ("inflammation"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), depression ("depression"), food allergy ("food sensitivity"), sensitive skin ("skin sensitivity"), pruritus ("itching"), tooth disorder ("dental issue"), insomnia ("insomnia"), abdominal pain ("abdominal pain") and urinary tract infection ("uti") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal issue"). The patient was treated with surgery (surgery to remove essure, oophorectomy). Essure was removed on (B)(6) 2022. At the time of the report, the back pain, fatigue, headache, nausea, dizziness, anxiety, inflammation, arthralgia, feeling abnormal, depression, food allergy, sensitive skin, pruritus, tooth disorder, insomnia, weight increased, abdominal pain, urinary tract infection and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dizziness, fatigue, feeling abnormal, food allergy, headache, hormone level abnormal, inflammation, insomnia, nausea, pruritus, sensitive skin, tooth disorder, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.